Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (cartridge bag leak).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. Subsequently, it was reported that the cartridge leaked at the septum. Reportedly, a new cartridge was successfully loaded to address the issues and insulin delivery was resumed. Customer's blood glucose level was 100 mg/dl.